Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation. It was reported the patient tripped in a pot hole which lead to the dislocation of the knee. The root cause of the reported event is due to a human factors issue and there was no device problem found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00276. D10 medical devices: femur cemented cruciate retaining (cr) standard right size 5 catalog#: 42502605802, lot#: 64101625. Tibia cemented 5 degree stemmed right size c catalog#: 42532006402, lot#: 64249464. All poly patella cemented 29 mm diameter catalog#: 42540000029, lot#: 64297023. G2 foreign source: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, patient fell into a hole and ruptured her ligaments. The patient was revised approximately four years post-implantation due to knee dislocation. No additional patient consequences were reported.